Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated concomitant device list. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.475. Lot: 8899365. Manufacturing site: bettlach. Release to warehouse date: 04.jun.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. H3, h6: a product investigation was conducted. Visual inspection: the driving cap (part # 03.010.475, lot # 8899365, mfg # 04-jun-2014) was received at us cq with the distal tip of the device broken off at the start of the distal portion and stuck within the insertion handle (part# 03.010.440, lot# unknown.) This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Document/specification review: the relevant drawing(s) was reviewed; material 1.4542 was used with correct hardness after procedure and documented in DHR file. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tibial nail (part# unknown, lot# unknown, quantity# 1); unknown insertion handle (part# 03.010.440, lot# 14-6678, quantity# 1).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 while the surgeon was inserting a tibial nail, the driving cap broke off. The threaded portion of the driving cap remained inside the insertion handle during an unknown procedure. The surgeon completed the procedure by striking the insertion handle to insert of the nail. There was no surgical delay. The procedure was completed successfully. There was no patient consequence. Concomitant medical products: unknown tibial nail (part# unknown, lot# unknown, quantity# 1); unknown insertion handle (part# 03.010.440, lot# unknown, quantity# 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).